Manufacturer narrative:
Correction to the initial MDR in field h11. Additional suspect medical device component involved in the event: brand name: infinion 16 trial lead kit 50 cm, model: sc-2316-50e, serial: (B)(6), batch: 7320777, UDI: (B)(4).

Event description:
It was reported that the day after the spinal cord stimulation (scs) lead trial implant procedure, the patient believed she experienced a seizure and felt uncomfortable pain associated with the procedure. The patient requested to have the trial leads pulled early, therefore, the trial leads were removed the following day.

Event description:
It was reported that the day after the spinal cord stimulation (scs) lead trial implant procedure, the patient believed she experienced a seizure and also felt uncomfortable pain associated with the procedure. The patient requested to have the trial leads pulled early, therefore, the trial leads were removed the following day.

Manufacturer narrative:
Correction to the initial MDR in field h11 and g2. Additional suspect medical device component involved in the event: brand name: infinion 16 trial lead kit 50 cm. Model: sc-2316-50e. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Based on the available information (in the absence of the product return) boston scientific has determined that pain and seizures are known inherent risks with use of the devices. The leads were discarded by the medical facility. As such, physical analysis has not been conducted in our laboratory. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process-related non conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specifications prior to release for use. There is no indication that the device manufacturing process contributed to the reported complaint. A review of the labeling did not reveal any anomalies. The review identified that persistent pain at the ipg or lead site is a known risk with the use of spinal cord stimulation (scs). A risk review of the infinion 16 trial lead kit hazard analysis was completed and confirmed that the event of a seizure and pain is defined in the risk documentation. This event type has been accounted for during product risk analysis to support an acceptable risk benefit for the product. The leads were not returned for analysis, as they were discarded by the medical facility. A device history record review did not identify any manufacturing deviations that could have contributed to the event. A risk review confirmed that the reported event is documented within the product risk management files. This event type has been evaluated during product risk analysis and is considered acceptable within the established risk-benefit profile of the product. It is a known risk associated with the use of an implantable pulse generator as part of a spinal cord stimulation system.

Event description:
It was reported that the day after the spinal cord stimulation (scs) lead trial implant procedure, the patient believed she experienced a seizure and felt uncomfortable pain associated with the procedure. The patient requested to have the trial leads pulled early, therefore, the trial leads were removed the following day.additional information was received indicating that the physician assessed the event was not related to the device or procedure. There were no procedural complications. The trial leads were discarded by the medical facility.